Event description:
Medtronic received a report that an axium coil did not detach. The patient was undergoing surgery for treatment of an unruptured, amorphous, right internal carotid artery (ica) ophthalmic segment aneurysm (ic-oph) with a max diameter of 7 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The axium prime framing coil did not detach ("poor withdrawal"). Two attempts were made to detach the coil using an instant detacher. Another detacher was not used. One manual attempt to detach was made via the hypotube. It (the coil) was retrieved together with the catheter due to detachment failure. The product was replaced with a non-medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
Continuation of d10: axium prime instant detacher ID-1-5, lot d073297. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.